Event description:
It was reported: during visceral embolization, the coil prematurely detached itself without the use of the controller. The coil was manually retrieved using a snare. The procedure was completed by subsequent coils being implanted . There was no patient impact or injury.

Manufacturer narrative:
The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue of premature separation and the incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with the reported part(model) /lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
A search for non-conformances associated with the reported part(model) /lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. Investigation conclusion the investigation of the returned coil system found the implant stretched at the proximal end, damaged, and separated from the pusher. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but it is consistent with the device experiencing forces exceeding the implant's yield strength.

Event description:
Although requested, no additional clarification has been received to date, however device was returned and evaluated. Please see d10, h3, h6 and h11.